Event description:
Reportedly, after firing, bleeding was noted from the anal side. The anastomosis was cut out and another instrument was fired. It was then confirmed that this anastomosis was leaking and only one donut was noted. The surgeon cut the anastomosis area and fired again. After the third firing, the anastomosis was correct.